Event description:
On (B)(6) 2014, the reporter contacted animas and alleged the following: for the last 2 weeks patient has been having high blood glucose (bg) levels and on (B)(6) 2014, he ¿passed out¿ on the street and was admitted to the hospital with bg of 735 mg/dl. Patient is currently in hospital, off his pump, and taking insulin by injections. The hospital health care provider (hcp) in the hospital will not release him until his pump is replaced. Patient reports the hcp has checked the pump settings. Customer support (cs) review found that the patient reports no alarms, no suspensions . Basal rate was set for approximately 30 units per day total. Cs found no issue with pump found, but pump is being replaced per hcp request. Patient will work with hcp to restart the replacement pump. Although no specific evidence of pump malfunction, defect, or misuse was detected, this report is being made due to the possibility that the use of an insulin pump may have contributed in an unidentified manner to the hyperglycemia.

Manufacturer narrative:
Follow-up #1: date of submission 05/01/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/21/2014 with the following findings: unable to duplicate the reported complaint. No defect was found. The black box shows the pump was manually suspended on 02/27/2014 14:03 and manually resumed 02/28/2014 08:51. A replace cartridge alarm was recorded on 02/20/2014 13:41; deliveries did not resume until 02/23/2014 21:21. The tdd¿s add up correctly and reflect the users programmed basal rate. Only typical usage observed in the alarms history. Pump passed a delivery accuracy test successfully. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.